Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a low voltage fault. Boston scientific technical services (ts) was contacted and recommended replacement. The clinician stated they would contact the patient regarding further action. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device was subsequently explanted and replaced approximately two weeks later. The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
At this time there is no further information available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.